Event description:
It was reported that the system failed to display interpretable and/or usable images. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor needs to be replaced. The reported issue is currently under investigation.